Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
It was reported the back up alarm test failed during preventative maintenance. There was no patient involvement. The manufacturer's international service technician reported that replacing the central processing unit resolved the problem.

Manufacturer narrative:
G4: 04aug2020. B4: 05aug2020. The cpu (central processing unit) assembly was returned for evaluation. It was determined that the root cause is contamination on the pc board of ls1. The customer complaint was verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07may2020. B4: 07may2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.